Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient was severely shocked by the controller, the pain level was a 10 out of 10 and took the patient on the ground. Later, customer service representative, received a call from the patient¿s wife who stated that on saturday (B)(6) 2025 patient was sitting on the bed when she placed the unit on him. He immediately felt a shock in his back like a tens unit cranked up high. When he stood up and was walking to the bathroom shocks ran down both legs. Legs gave out and he fell "gently" to the floor as he was using a walker. Fall was not hard, but the patient was debilitated. She called for an ambulance to transport him to (B)(6) hospital. Patient arrived one hour prior to patient's wife so she is unsure of what was discussed during that time. The patient had another surgery - the same surgeon who did the first surgery. The patient is still hospitalized but hopefully discharged to a rehab facility today. They are a little reluctant to use spinalpak sn (B)(6) (on file). Advised sales representative will be contacted. No further consequences are reported. The spinalpak controller was not returned for further evaluation.

Event description:
It was reported by the sales representative that the patient was severely shocked by the controller, the pain level was a 10 out of 10 and took the patient on the ground. Later, customer service representative, received a call from the patient¿s wife who stated that patient was sitting on the bed when she placed the unit on him. He immediately felt a shock in his back like a tens unit cranked up high. When he stood up and was walking to the bathroom shocks ran down both legs. Legs gave out and he fell "gently" to the floor as he was using a walker. Fall was not hard, but the patient was debilitated. She called for an ambulance to transport him to (B)(6) hospital in (B)(6). Patient arrived one hour prior to patient's wife so she is unsure of what was discussed during that time. The patient had another surgery - the same surgeon who did the first surgery. The patient is still hospitalized but hopefully discharged to a rehab facility today. They are a little reluctant to use spinalpak sn: (B)(6) (on file). Advised sales representative will be contacted. Later, the patient called back and indicated that the issue has been resolved. No further consequences are reported. The spinalpak controller was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The spinalpak controller was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.